Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time channel b of the device was programmed to deliver an unspecified concentration of vasopressin and the delivery was started. No specific programming parameters were provided. At approx 1523, the nurse reported the device alarmed for proximal occlusion. The customer contact reported the alarm condition could not be cleared. At this time, it was reported that the tubing set was moved from channel b and placed into channel a of the same device and the delivery was resumed. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It was not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.